Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient could not seat the implant. The implant was removed and a second one of the same kind, was opened and seated fine. Doe:(B)(6) 2025. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the patient could not seat the implant. Removed and had us open a second one of the samething and the newly opened one seated fine. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the emsys lnr dm 50x40 does not show signs of any nonconformance that would contribute to the reported complaint. Evidence indicates that the device had been properly measured and inspected at the manufacturer through a 100% inspection process. All relevant dimensional checks and specifications were found to be within acceptable limits at the time of release. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. The overall complaint was not confirmed as the observed condition of the emsys lnr dm 50x40 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: emsys lnr dm 50x40 product code: 472550040 lot number: 4751306 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: emsys lnr dm 50x40 product code: 472550040 lot number: 4751306 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.